Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the event description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to sensing of what appeared to be air bubbles. Technical services recommended in-clinic assessment of sensing via arm movements/isometrics. It was noted that the presenting electrogram from may 29, 2023 was noise/artifact-free. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to sensing of what appeared to be air bubbles. Technical services recommended in-clinic assessment of sensing via arm movements/isometrics. It was noted that the presenting electrogram from (B)(4) 2023 was noise/artifact-free. The s-ICD remains in service and no adverse patient effects were reported.